Event description:
The account alleged that the composer interface board was corroded due to fluid ingress. No injuries reported.

Manufacturer narrative:
The account found the corroded interface board while repairing another issue on the bed. No further info is available on the repair of the bed at this time.